Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of undersensing were noted on the device. Technical support provided reprogramming recommendations. The programming changes will be made at the next follow-up in clinic.